Event description:
Device 2 of 2. Reference MFR report# 1627487-2014-01006. It was reported the scs system is not providing effective pain relief for the patient's headaches (off-label use). A reprogramming session was attempted on (B)(6) 2013. Follow-up revealed the headaches were resolved after reprogramming on (B)(6) 2013. The patient was asked to try the new programs for one week. Follow-up further identified the physician will discuss injections with the patient since the stimulator does not control the headaches.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.